Event description:
The customer reported being hospitalized due to low blood glucose of 43mg/dl. The customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. The customer stated that they were in a vehicle accident and they were driving. The customer's most recent glucose reading was 300mg/dl. The programming on the insulin pump was correct. The reservoir was showing the same amount of insulin that the status screen shows. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.